Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; the device relayed no images. Visual examination found the following issues: there was a gap between the probe and the connector cover; the bending section cover adhesive was cracked; the insertion tube was scratched; the electrical connector was flooded and corroded. After the scope connector was disassembled, aerated and reassembled, the device could produce images. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera ultrasonic bronchofibervideoscope was being reprocessed and the device would not relay any echocardiographic or camera images. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information (identified via b3, e2, and e3). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to conduction abnormality caused by internal flooding. Olympus will continue to monitor field performance for this device.